Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) sudden shutdown, and the hospital immediately stopped using it. No personal injury occurred.

Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was not properly mounted onto the cart. The fse inserted the unit into the cart. The unit passed all functional and safety tests.

Event description:
N/a